Event description:
The surgeon implanted an aq2003v three piece silicone lens but it tore as it was being inserted. The lens was removed in pieces and there was no pt injury or event. The facility indicated that it was unknown as to why the lens tore. An msi-pm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.